Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear crossed the septum with no issue. Upon insertion of the farawave catheter, air was being introduced inside the faradrive steerable sheath clear even after several attempts of flushing and aspiration. The procedure was completed successfully by using different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientifics post market laboratory where it is awaiting analysis. It was further reported that a pressure bag was used for irrigation and no air was seen in patient. Slight unalignment was seen on the hemostatic valve. Air leak was seen in proximal side port.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear crossed the septum with no issue. Upon insertion of the farawave catheter, air was being introduced inside the faradrive steerable sheath clear even after several attempts of flushing and aspiration. The procedure was completed successfully by using different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientifics post market laboratory. It was further reported that a pressure bag was used for irrigation and no air was seen in patient. Slight unalignment was seen on the hemostatic valve. Air leak was seen in proximal side port.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear crossed the septum with no issue. Upon insertion of the farawave catheter, air was being introduced inside the faradrive steerable sheath clear even after several attempts of flushing and aspiration. The procedure was completed successfully by using different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis